Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per (B)(6) njr potential outlier analysis; mhra ref: (B)(4): orig. Surg. (B)(6) 2007. Allegedly, infection. Additional information received 01/12/2017. Neck information now provided.